Event description:
Pt had malfunctioning tesio cannulas located in the right internal jugular vein. Pt has undergone multiple manipulations by radiology and the cannulas work temporarily then occlude. A guidewire was attempted to remove the catheters but not successful despite fluoroscopy. An incision was made at the entry site. Scar tissue was found. Upon retracting the cannula, the cannula tore in two. All of the cannulas were removed and the vein was very scarred.